Manufacturer narrative:
H3: product analysis found there was no damage in the construction of the device. There was contamination on the outside diameter of the probe handle. The led illuminated when providing a load with a multimeter. The 0.5ma index reading shall be 0.5 ± 0.1ma and the actual measurement was 0.508ma. The 1.0ma index reading shall be 1.0 ± 0.2ma and the actual measurement was 1.030ma. The 2.0ma index reading shall be 2.0 ± 0.4ma and the actual measurement was 2.041ma. All of the index readings were in specification. There was no intermittent behavior while manipulating the probe tip, wire, or needle. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the device was not functioning. Opened a new nerve stimulator to proceed with case. There was no patient impact.